Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the device was successfully reprogrammed.

Event description:
It was reported that t-wave oversensing was observed. Reprogramming was recommended. Lead remains implanted.